Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and back and was diagnosed with paradoxical hyperplasia (ph). Received date: 4/4/2022 treatment office: provider contact name, practice name- (B)(6), allergan name/number, call back number: (B)(6), complaint city/state: (B)(6), country: USA. Patient name: patient initials- name: (B)(6), sex: m, patient number: (B)(6), patient email: (B)(6), treatment date or dates: (B)(6) 2021, area(s) treated: abdomen and back, date of onset of symptoms (when patient first noticed): (B)(6) 2021, area(s) with symptoms: abdomen and back, does patient give verbal approval for allergan to contact the treatment office- yes. Description of events: possible ph, lumps and lines, looks worse than before treatment. Diagnosed by plastic surgery.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting cooladvantage on (B)(6) 2021 developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.